Event description:
As reported by the sales rep per fax from the user facility: nurse sustained a needle stick. The following information is contained in the note; nurse was starting a IV on her patient upon withdrawing needle from patient's arm stuck her r 4th finger w/dirty needle. Employee received treatment as per facility needle stick policy. Additional information provided by the facility indicated all protocol bloodwork testing performed to date has been negative. The lot number and the item number remain unknown, since the incident was not reported to occupational medicine until a later date and no one saved the sample or the information.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, in other country.